Manufacturer narrative:
There was no patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples taken from a new sorin heater-cooler system 3t tested positive for bacterial contamination. The unit was used for a 2 week clinical trial. Following the trial completion, the unit was returned to (B)(4). Upon arrival at (B)(4), per the internal protocol, the unit underwent a routine cleaning cycle using (B)(6) and a tubing change was performed, all according to the current IFU. The water sample taken following the cleaning cycle tested positive for contamination. Additional cleaning was performed according to the IFU using (B)(6) as a disinfectant, however water samples taken from the unit still showed positive results. There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that water samples taken from a new sorin heater-cooler system 3t tested positive for bacterial contamination. The unit was used for a 2 week clinical trial. Following the trial completion, the unit was returned to (B)(4). Upon arrival at (B)(4), per the internal protocol, the unit underwent a routine cleaning cycle using (B)(6) and a tubing change was performed, all according to the current IFU. The water sample taken following the cleaning cycle tested positive for contamination. Additional cleaning was performed according to the IFU using (B)(6) as a disinfectant, however water samples taken from the unit still showed positive results. There is no known patient involvement.

Manufacturer narrative:
During the complaint investigation, sorin group (B)(4) learned of additional information that was not included in the initial report, submitted on july 6, 2016. This report is being filed to supplement and clarify the medwatch report. The date of event provided in the initial report, submitted july 6, 2016, was incorrect. The correct date of event is (B)(6) 2016. To provide clarification, in the initial report, it was stated that the unit was used at the hospital for a "clinical trial." This is terminology used by (B)(4) to refer to device evaluation trials to determine whether or not an institution is interested in procuring 3t heater-cooler systems and will be referred to as "device evaluation trials" subsequently in this report. The date received by manufacturer provided in the initial report, submitted july 6, 2016, was incorrect. The correct date received by manufacturer is may 18, 2016. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The reported incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples taken from a new sorin heater-cooler system 3t tested positive for bacterial contamination. Though the initial report indicates that the device was "new", the device was new only to that facility, as it was a device being used in a 2 week device evaluation trial at (B)(6) hospital. This device had undergone deep disinfection at sorin group (B)(4) before being provided to this facility for the device evaluation trial. After the deep disinfection, (B)(6) was not detected in mycobacterial testing of the device prior to the device being provided to the facility. Following the completion of the device evaluation trial, the unit was returned to (B)(4). The company conducted testing for heterotrophic plate count (hpc) and (B)(6) after the device was returned from the hospital to (B)(4) and cleaned and disinfected. On (B)(6) 2016, (B)(4) was notified by the external laboratory that the test report identified a (B)(6) result for (B)(6). Hpcs for the device were up to 1 cfu/ml. The laboratory report did not further speciate the (B)(6) nor quantify them (presence/absence test), and hpc is not microorganism specific. The company then conducted a second round of testing after repeating the cleaning and disinfection for the device. On (B)(6) 2016, (B)(4) was notified that the test report continued to detect (B)(6) and hpc of up to 23 cfu/ml. The laboratory report did not further speciate the (B)(6) nor quantify them (presence/absence test). The company conducted a third round of testing after repeating the cleaning and disinfection of the device. On (B)(6) 2016, (B)(6) was notified by the external laboratory that the test report did not detect (B)(6) and hpc was undetectable. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A review of the installation documentation identified that the unit was cleaned and disinfected by the sorin group field service representative during installation. As the machines were part of a device evaluation trial, it was reported that the facility ((B)(6) hospital) did not perform any cleaning or disinfection of the units, nor replace the water / hydrogen peroxide solution within the units during the 2 week period. The current instructions for use require: the water / hydrogen peroxide solution within the 3t system be replaced every seven days; and cleaning and disinfection be conducted every two weeks.